Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 43 mg/dl. Juice and glucose tablets were consumed; the bg level had risen to 120 mg/dl. The customer thought that the basal rate setting was too high and needed to be adjusted. A system check was performed on the pump and the pump was found to be functioning as intended.